Event description:
It was reported that the customer was in the emergency room due to high blood glucose and dka. Caller stated that the customer is currently hospitalized with blood glucose of over 600 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.